Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2010, the plaintiff was implanted with miniarc sling system to treat stress urinary incontinence, pelvic organ prolapse, vaginal vault prolapse and/or rectocele. The plaintiff's attorney alleges that the plaintiff "suffered serious bodily injuries, including, but not limited to mesh erosion, dyspareunia, infections, pelvic adhesions, abdominal pain, hip pain, additional surgeries, and other injuries." The plaintiff's attorney also alleges that the plaintiff "has experienced significant mental and physical pain and suffering, required additional surgery and medical treatment and she has sustained permanent injury" and "some permanent disability."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.